Event description:
The pt was revised because of a fractured hip stem.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: the device was received for evaluation. Visual examination of the returned device confirms the material fracture as reported. The returned device was evaluated by a depuy material scientist. Per that evaluation; the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. Based on the investigation a need for corrective action was not identified. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.